Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event. Dianeal therapy was ongoing. The patient was treated with injection meropenem (1.5 grams, frequency and duration not reported) and heparin (1 milliliter [5000 unit], frequency, route, and duration not reported). At the time of this report, the patient was recovering from the peritonitis event. No additional information is available.